Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula resulting in a fluid leak. The leak resulted in corrosion on the commutator cap, causing a rotational sensor malfunction in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The internal cannula tear is confirmed as the root cause of the reported 0x40 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.